Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). UDI#: (B)(4), product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an imp lantable neurostimulator (ins) for unknown indications for use it was reported that the charge level of the ins did not increase. The power turned off. When the patient visited the clinic on (B)(6) 2025 and spoke with a rep, the patient was told to charge the device but even after charging, the battery level did not increase. It was unknown if there were any environment, external, or patient factors that may have caused the event. It was confirmed that the patient controller was at 100%, and the battery indicator for the ins was red. The patient reported that even after charging for 3 or 4 days, the ins battery level did not increase. After starting to charge the stimulator, charging was interrupted. As a precaution, a reset was performed and upon restarting, a memory issue was displayed so the date and time were set. Charging was initiated and indicated as very efficient, but the efficiency indicator disappeared and charging was interrupted again. The antenna position was adjusted, and very efficient was displayed. The patient was instructed to maintain this state and continue charging for at least one hour, then if the battery level did not increase, to contact the manufacturer. Additional information was received from the patient. It was reported that while the green charging light continued to blink for four hours, the battery level remained at 0% and did not increase. There was no damage to the recharger antenna cord or the controller's connector port. Additionally, the recharger felt hotter than usual. Currently, the patient had two controller units and one recharger that was being used. It was confirmed that neither controller could charge. Additional information received noted that no infection was present. It was also reported that because the ins battery level was zero, the patient complained of pain from sciatica. Additional information was received from the rep. It was reported that the replacement was provided, and the issues were resolved.